Event description:
Patient presented to the physician with stimulation lead protruding from his neck. The physician surgically removed the stimulation lead on (B)(6) 2020. Patient was seen for follow up on 28 apr 2020 with no signs of infection or further complications. Issue is resolved.